Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a compliance endokit was used on an unknown date. According to the complainant, when the kit was opened, there was a long hair inside. It was not reported how the procedure was completed. There was no serious injury nor adverse patient effects reported as a result of this event.